Event description:
It was reported the stimulator did not work for the pt anymore. The pt experienced pain where the stimulator site positionally. The device will be explanted for this reason. It was also reported the pt needs a MRI scan. The hcp had informed the pt, the wires may or may not be able to come out. The pt was redirected to contact the hcp.